Event description:
It was reported that this left ventricular (lv) lead was fractured for over a year. During the procedure, the physician cut the sutures on suture color, the lead fell apart into two pieces. Moreover, this lv lead was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead fracture allegation was confirmed, based on the finding of fractured conductors from the terminal pin. Fracture characteristics were consistent with the clavicle/first rib crush. The wire in the lead allegation was confirmed and that were both inside the returned segments. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was fractured for over a year. During the procedure, the physician cut the sutures on suture color, the lead fell apart into two pieces. Moreover, this lv lead was explanted. No additional adverse patient effects reported.